Event description:
The event was reported as: a patient attempted to deflate the balloon to remove the catheter, but it would not deflate. After unsuccessful attempts by the doctor to remove the catheter, the patient was taken to surgery for surgical removal of the catheter. The condition of the patient post surgical procedure was not reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.